Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. The returned battery cap was not able to maintain an electrical connection with the pump due to the cap detaching. The battery cap threads were found to be damaged. A test battery cap was used to complete all testing. The pump was exercised for 24 hours using the test battery cap with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.